Event description:
It was reported that a pt underwent an anterior cervical hernia surgical procedure on (B)(6) 2010. Topical skin adhesive was applied to the anterior cervical operative incision. A hematoma occurred with tracheal and cervical vessel compression. The pt experienced progressive asphyxia. It was reported to be "impossible to open the scar". The pt was transferred to operating room to enable the re-opening of the incision with a surgical knife. The pt underwent tracheal intubation after partial evacuation of the hematoma. The pt underwent cardiac resuscitation for forty-five minutes which was unsuccessful. The pt expired.

Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.